Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the ventilator/blower temperature too high. The customer reported that the unit was in use on patient, but there was no patient harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Per the authorized service personnel (asp) who repaired the device, the blower assembly was replaced to address the reported issue.